Event description:
Journal reference: martin, a.j., et al. "Placement of deep brain stimulator electrodes using real-time high-field interventional magnetic resonance imaging." Magnetic resonance in medicine. 2005; 54: 1107-1114. The article describes a study using MRI for dbs lead placement. Five pts were included in the study and were being treated with dbs for symptoms related to parkinsons disease. Reportable events: model 3389 lead (n=2) - infection.

Manufacturer narrative:
This report is being filed under exemption. See scanned pages.